Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, the proximal circumflex was being treated for restenosis of a previously implanted pixel stent. The date the pixel stent was implanted is UK. A 3.5 x 23 mm xience v stent was used to treat the in-stent restenosis; however, during deployment of the stent a dissection occurred at the edge of the stent. Therefore, an additional xience v stent was used to treat the dissection. Additionally, during the procedure the lmca lesion was successfully treated with another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- dissection, in the IFU is a known adverse event associated with coronary stenting and can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection, the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. There is no indication of a product quality issue; however, a conclusive root cause for the report pt effects, and the relationship to the device, if any, cannot be determined. The pixel stent is being reported under MFR report #2024168-2009-00334.